Event description:
It was reported that after the device reached normal elective replacement indicator (eri), the patient developed congestive heart failure. The physician attributed the patient's chf to the change to vvi pacing when the device reached eri. The device was explanted and replaced, and following the replacement the patient's symptoms improved immediately. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).